Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient: the patient demographic info: weight, bmi at the time of index procedure: (B)(6) yo, normal patient. The diagnosis and indication for the index surgical procedure? Aortic aneurysm. Patient pre-existing medical conditions / patient history/ medications : smoker , previous distal bypass. Please provide the official cause of death: hemorrhagic shock. If an autopsy has been performed or planned, may we have a copy of the autopsy report when its available? No. May we have a copy of the operative report? Procedure: was the surgery urgent or elective? Elective. Were there any concomitant procedures performed? No. What tissue location of the placement of 3-0 prolene suture? Aorto renal artery. How was the suture placed (interrupted or continuous)?overcast stitch. How the suture was initially tied ( square knot or multiple knots one end)? Not given by surgeon. Was the anastomosis completed successfully? Yes. Was any anomaly noted with 3-0 prolene suture prior to use? No. Can you describe the tissue condition when the suture was placed? (I.e., normal or thin, calcified, fragile, diseased)? Bad quality of the tissue due to patient history. When did the intra operative suture breakage occur (passing through tissue, tying or knotting)? Not given by surgeon. Was the initial broken suture kept for evaluation? Yes the hospital said they will be returning used and unused devices. Where was the patient sent for recovery immediately after the surgery? Yes. Was there any post op triggering event or precipitating stress factors ? No. Please describe suture condition post op? What was the location of the suture breakage (center, knot)? Not given by surgeon. Did the tissue pulled away from the suture line? Not given by surgeon. What was used for new intervention to close the anastamosis? Not given by surgeon. According to the operating surgeon, what were the cause and contributing factors for the patient death? Difficult access site+ patient history. Any additional information. Product: will the actual product used in the surgery be returned for analysis? Yes. Will any un-opened sutures from the same lot be returned for evaluation? Yes. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation/autopsy? No.

Event description:
It was reported that the patient underwent an elective vascular procedure on (B)(6) 2016 due to aortic aneurysm and the suture was used for prosthetic coronary anastomosis as overcast stitch on aorto-renal artery. The anastomosis was completed successfully. It was reported also that the suture was placed on a bad quality tissue due to the patients history. Two hours after the procedure, the suture broke outside of the operational room and a new intervention was done rapidly but the patient already was in a cardiac arrest leading to the patients death. Hemorrhagic shock was reported as the official cause of death. The surgeon opined that a difficult access site and the patients history were contributing factors. No further information is available.

Manufacturer narrative:
Representative samples were examined for visual defects and none was found. All sutures were dispensed without problems and examined along of the strands and no defects, damaged or sutures breakages were observed. According to the samples conditions no suture breakages were observed and the tested samples met the ethicon requirements.